Event description:
It was reported that the cart was showing a drain issue and the screen was greyed out during cleaning. There was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided. The investigation found evidence of melting and burns on the power inlet module and control board.

Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record determined the unit was found to have a burnt and melted power inlet module and control board and that the cart would not power on. The control board and power inlet module were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.